Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" confirmed via MRI and ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" confirmed via MRI and ultrasound. This record is for the left side. The device has been explanted.